Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. The text on pages 18-45 and 18-46 includes, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation". If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 03:27:10. During night drain cycle seven, the patient's ultrafiltration reading was 2001ml, indicating the home patient (hp) drained 1451ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.